Manufacturer narrative:
(B)(4).

Event description:
It was reported that while on a patient the pump alarmed for high baseline. As a result, the pump was swapped out for another. No harm or injury to the patient. Additional information states, "the patient is doing well".

Event description:
It was reported that while on a patient the pump alarmed for high baseline. As a result, the pump was swapped out for another. No harm or injury to the patient. Additional information states, "the patient is doing well".

Manufacturer narrative:
(B)(4). Returned for investigation was an ac3 pump assembly. Visual inspection of the pump assembly was performed and no abnormality was noted. The pump assembly was installed into a known good lab inventory ac3 for functional testing. The pump was successfully powered up. Pumping was initiated. A grinding noise was noted from the pump assembly and the pump alarmed high baseline (1) approximately 11 minutes after pumping was initiated. The top of the pump assembly's bellows box was opened, and pumping was initiated to more closely determine the grinding noise noted. It was noted the grinding sound appeared to be coming from the lead screw which drives the bellows. No closer inspection to what was causing the grinding sound could be completed. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of high baseline alarm is confirmed. The pump alarmed a high baseline (1) during the complaint investigation. A griding noise was noted from the pump assembly consistent with a motor/lead screw malfunction. Based on a review of the device history record (DHR), the product met specification upon release; however, the received product did not meet specifications during the complaint investigation due to the motor/lead screw malfunction. The root cause of this complaint is undetermined. This will be monitored for any developing trends. A non-conformance has been initiated to further investigate the issue. Other remarks: n/a. Corrected data: n/a.